Event description:
The customer reported that the device has a loss of ECG waveform on the display in reference to 12 lead ECG. No pt harm occurred.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.